Manufacturer narrative:
Device evaluated by MFR: the leveen electrode was returned for analysis. No visual damages defects were observed on the electrode. A functional evaluation extended and retracted the tines without resistance. The tines were evenly spaced and undamaged.

Event description:
It was reported that the needle had difficulty being extracted. A radio frequency ablation procedure was being performed on a hepatic carcinoma tumor for a patient. The leveen standard was being used for this procedure. When the needle was in position the physician performed the ablation of the tumor. After the ablation the physician had difficulty to close the device. Eventually the physician was able to close the device after using a very strong force with two hands. There were no patient complications. The patient condition was good.

Event description:
It was reported that the needle had difficulty being extracted. A radio frequency ablation procedure was being performed on a hepatic carcinoma tumor for a patient. The leveen standard was being used for this procedure. When the needle was in position the physician performed the ablation of the tumor. After the ablation the physician had difficulty to close the device. Eventually the physician was able to close the device after using a very strong force with two hands. There were no patient complications. The patient condition was good.